Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate any power related discrepancies. As a precaution, physio replaced the main keypad assembly. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on.   There was no patient use associated with the reported event.